Event description:
The caregiver (cg) contacted baxter's technical service center regarding the patient feeling full after therapy which occurred on the homechoice (hc) during use. The cg stated that the patient felt full after therapy the previous day and he drained an additional 2500ml after fully draining on the machine. The cg stated fluid leaked out of the patient's belly button. The cg stated the patient was often full and drained 2500ml after finishing therapy. The cg stated the patient also shakes uncontrollably when he uses (B)(4) solution and this has been reported to the nurse.

Manufacturer narrative:
(B)(4). Should additional information become available a follow-up will be submitted. Baxter has conducted a trend review and found that similar repots have been received from the reported problem.

Manufacturer narrative:
(B)(4). The device was returned to the product analysis lab (pal) for evaluation. Evaluation results indicate: the reported problem of patient symptom overfill was confirmed as the customer stated they were exhibiting symptoms. The device passed the homechoice rite functional test but had failed the homechoice rite electrical test due to the failing ground bond resistance and was determined not to meet performance specification requirements. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. Rite failure ground bond assignable cause: door ground wire loose at door. Review of the device history record revealed no issues that could have caused or contributed to the reported issue of patient symptom overfill. The assignable cause for the customer reported problem was undetermined. The device event history log recorded patient therapy data from (B)(6) 2012 to (B)(6) 2012 and did not reveal any failures, malfunctions or increased intraperitoneal volume (iipv) events on the occurrence date of the symptoms that could have caused or contributed to the reported difficulty. Per the log, on the date of the reported difficulty the therapy was aborted during fill 4 with a patient volume of 1792 ml when the user ended therapy.

Manufacturer narrative:
(B)(4). The device was returned to baxter product analysis lab (pal) for evaluation. The device passed the homechoice rite functional test but did not pass the homechoice rite electrical test. The failed electrical test was found to be unrelated to the reported issue. The event log recorded patient therapy data from (B)(6) 2012. On the date of the reported issue therapy was aborted during fill 4 with a patient volume of 1792 ml when the user ended therapy. The log recorded no device anomalies, but did show a se 2240 alarm and an instance of increased intraperitoneal volume (iipv) occurrence date (B)(6) 2012, cycle 2, 5033 ml drain volume. The iipv incident was confirmed. The cause was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of patient symptom - overfill. A review of the device history revealed the device passed all tests and calibrations per homechoice service electrical safety test and homechoice service final test and calibration prior to its release from the tampa bay facility. No issues were identified that may have contributed to the reported issue of patient overfill. This issue is being investigated through CAPA.